Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer had to use additional force for the wake button to respond as intended. Customer's blood glucose level was 306-487 mg/dl. Reportedly, customer continued to use pump.